Event description:
It was reported that the procedure was to treat a heavily tortuous and heavily calcified distal left anterior descending artery. A 3.0 x 18 mm vision stent delivery system (sds) was advanced to the lesion; however, it could not cross the lesion. The sds was removed and an attempt was made to re-advance the sds when the stent implant dislodged. A snare device was used to remove the dislodged stent. Another 3.0 x 18 mm vision was successfully used to complete the procedure. There was no clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Re-insertion. The device has been returned for evaluation. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The stent dislodgment was confirmed. The failure to advance/cross could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the vision instructions for use states: an unexpanded stent may be retracted into the guiding catheter one time only. Subsequent movement in and out through the distal end of the guiding catheter should not be performed, as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. Based on the information reviewed, there is no indication of a product deficiency.